Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify missing segment due to physical damaged to lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the scratches on insulin pump screen makes screen harder to read. The customer stated that the insulin pump screen was broken, it was accidentally dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.